Event description:
Information received by medtronic indicated that the insulin pump had crack on reservoir compartment and on front. Sticker above screen came off insulin pump mid last week. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pumps.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the lcd window cover found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, minor scratched lcd window, cracked select button keypad overlay, partially broken reservoir tube lip, cracked retainer and partially detached retainer. Cosmetic damage was confirmed at the display window cover.